Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the menu button on the infusion device is defective. This resulted in hyperglycemia of 220 mg/dl as she was unable to bolus, and she delivered insulin via injection. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the pump could not start up.